Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that while in the cardiac cath lab the intra-aortic balloon (iab) was prepped per "usual protocol, i.e. Air withdrawn through one-way valve and central lumen flushed. The md gained right femoral artery access and passed the spring wire guide (swg) without difficulty. The user removed the seldinger needle from the swg and made a small skin nick with the scalpel. The md inserted the super arrow-flex (saf) sheath without difficulty, passed the iab through the saf sheath and met resistance. Md applied clockwise twisting motion, but was still unable to advance the iab through the saf sheath; iab "jammed in the sheath." The iab and saf sheath were removed as one unit. Hemostasis was achieved in the pt's groin. There was no reported pt death or injury. Medical/surgical intervention was not required. Pt was not impacted. Additional info received on 8/31/2010 from the distributor stated "yes, the whole system including swg was withdrawn when the catheter would not advance." Regarding the second insertion site "same groin was repunctured and used successfully for insertion of second iab catheter."